Manufacturer narrative:
Combination product: yes. The lead was capped on (B)(6) 2025. Additional report of impedance >2000 ohms, oversensing and possible fracture due to twiddler syndrome received. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead shows multiple inappropriate shocks due to noise and remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.